Manufacturer narrative:
The navio long attachment part number 110006, used for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio assisted ukr surgery, after the surgeon began burring the femur, the bur stopped burring moments after cutting. They tried to remove the drill from the hand piece, but the drill was stuck to the hand piece. Also, the bur was stuck in the long attachment. The procedure was completed, with a delay of less than 30 minutes, by swapping the equipment for a new hand piece, drill and long attachment. Patient was not harmed as consequence of this problem.